Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: g1 (manufacturing site name). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- according to the information received, "right total hip replacement- during acetabular prep surgeon seating porocoat sector pinnacle cup as he was drilling for screws the 25mm drill bit snapped insitu, he was unable to retrieve the snapped tip from the patient, successful placed two screws and liner. Although drill tip still in patient." The product was not returned to medtech orthopaedics, however photos were provided for review. See attachment (img_2241.png). The photo investigation revealed that quickset 1pc flex drill bit 25 had broken. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. The provided evidence was not sufficient to confirm the reported event of embedded device. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the quickset 1pc flex drill bit 25 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that on (B)(6) 2024 during the acetabular preparation for a right total hip replacement, the surgeon was positioning the porocoat sector pinnacle cup when the 25mm drill bit broke off while still in place as he was drilling for the screws. Surgeon was unable to retrieve the snapped tip from the patient. Surgeon placed two screws and liner successfully. There was a five (5) minutes of surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.